Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy, the device allegedly failed to prime at second attempt. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position upon disassembly, it was noted that the left bumper was missing and the right bumper was overlapped by the stylet spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The missing bumper likely contributed to the overlapped bumper and incomplete cannula tang engagement. Incomplete cannula tang engagement can result in the reported/identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a breast biopsy, the device allegedly failed to prime at second attempt. There was no reported patient injury.